Event description:
It was reported that pump housing and usb port were damaged, which prevented charging and led to pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, and technical support arranged shipment of replacement pump.